Event description:
The customer reported to olympus the evis exera ii ultrasound gastrovideoscope had no image. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that there was a gap between the acoustic lens and the ultrasound probe which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was no image due to corrosion and moisture in the connector. Upon further inspection, it was observed that there was a gap between the acoustic lens and the ultrasound probe due to wear and tear damage with mishandling over time. It was observed that the displayed ultrasound image was defective with missing elements due to damage on the ultrasonic probe. It was also observed that switch one did not work due to corrosion on the switch flexible circuit board. It was observed that water tightness was lost due to deformation of the scope connector. It was also observed that the plate and the identification cover had corrosion due to water leakage. Additionally, it was observed that the identification flexible circuit board and the electrical connector had corrosion due to water leakage. It was observed that the adhesive around the light guide lens had wear. It was also observed that the adhesive on the bending section cover had wear. It was observed that the cover joint had discoloration due to water leakage. Lastly, it was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. Please see update to b5.

Event description:
Additional information was received which confirmed the customers reported event (loss of image) occurred during preparation for use. There was no patient harm or consequence reported as a result of the event.

Manufacturer narrative:
Updated: h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed gap between the acoustic lens and the ultrasound probe issue could not be determined, however, the issue was likely the result of wear due to physical stress during user handling/mishandling and repetitive use. Olympus will continue to monitor field performance for this device.